Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the issues began in the (B)(6) timeframe when it was required to use more clips. The staple form looked good and the oozing seemed to be from through the staple line. There were no unique patient factors noted. One patient had thicker tissue with additional comorbidities, but most were regular patients. The surgeon typically uses a single firing stroke and does not pulse fire and usually waits approximately 15 seconds prior to firing. He almost always starts with a green cartridge followed by gold then blue. When clips are needed it is random, but the top of sleeve is the biggest concern.

Event description:
It was reported by the rep post operative the patient presented with abdominal pain. The surgeon scoped the patient and found that the end of the staple line was found to be a pumping bleeder. The surgeon clipped the end of the staple line to stop the bleeding. The patient received on unit of blood but is doing fine. A blue reload was used on the last fire of the device during the initial procedure. There are no devices to return.